Event description:
I had the essure procedure a year ago after my last child. Right after the procedure I had severe cramping and had my period for 3 months. The pain was terrible. A year after the procedure, I have just recently found out that I am pregnant. It is not an ectopic pregnancy. The pregnancy has been confirmed to be in my uterus by my doctor.